Manufacturer narrative:
Device 4 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-apr-2024, it was reported that patient faced occlusion alarms due to bent cannula. These occlusion alarms occurred 8 times on 8 different dates: the first occurrence occurred on march 01, 2024; the second on march 02, 2024; the third on march 5, 2024; the fourth on march 8, 2024; the fifth on march 09, 2024; sixth event happened on march 11, 2024, seventh on march 19, 2024 and the last alarm occured on march 22, 2024. All the events occurred sometimes within 3 hours, sometimes after the next 3 hours of insertion. Infusion set was in use for about a day to a day and a half. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.